Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that her latest sensor wear caused some bleeding and has left a scar on her skin.at the time of her call to dexcom technical support, patient reported slight pain.